Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 300-400 (mg/dl) over the last week and a half. Customer administered correction injections to treat bg levels and change pump supplies. Recommendation was made to consult with health care provider to discuss diabetes management and contact tandem technical support for future high bg events.